Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
The user reported that the patient was briefly attached to the nkv-550 ventilator. When the user encountered the non-responsive touchscreen while attempting to change the initial user settings, the patient was immediately disconnected and placed on another nkv-550 ventilator. There was no harm to the patient. The user has indicated that they cannot provide any patient information due to their hospital policy.

Manufacturer narrative:
Evaluation completed.